Event description:
While loading a pt into the ambulance with the legs off of the ground and being held by the emt's one wheel came off. The emt's continued to load the cot with no other complications. There were no injuries to the pt or emt's.

Manufacturer narrative:
Operator manual notes a safety check making sure that all screws, bolts are tight. The threads on the screw holding the wheel in place were damaged due to it being loose.